Manufacturer narrative:
Investigation of the device started on (B)(6) 2024. A flow test failure noted prior to calibration. This does not indicate an alarm failure. Device passed functional testing after flow recalibration. Device log files were collected. The investigation could at this point not confirm that there had been malfunction. Breas has contacted the complainant with a request for clarification on how the device would have failed to alarm during treatment. The response received indicating unclear details from the respiratory therapist (rt); notes only mention the device was not alarming as expected. A complete analysis of the log file is still ongoing.

Event description:
On (B)(6) 2024, breas received an incident report forwarded by the healthcare provider: description: per family and rt- not alarming will not alarm when needed to...per rt "will not alarm dc for a long time" caregiver attendant: yes when was the failure first detected: during the active treatment patient outcome: no injury.

Manufacturer narrative:
Investigation of the device (sn: (B)(6) started on oct 10, 2024, and completed on 11/15/2024. The investigation included visual inspection, analysis of log files and full functional testing. Investigation of the device revealed no device malfunction. A flow test failure was noted prior to calibration. This is acceptable and was resolved with recalibration. It does not indicate an alarm failure. The complainant could not confirm the exact time and date of the event. Breas therefore decided to analyze the data from the last treatment session prior to the device's return. Alarm events during the last recorded session on 8/23/2024 demonstrated the device alarmed with audible and visual alarm within the 15-second threshold specified in the clinician's manual. The root cause of the event cannot be established. It is possible that the user may not have heard the alarm sound, although the alarm sound level was set to 5 (highest.) The device operated as designed. The event does not meet reportability criteria.

Event description:
On (B)(6) 2024, breas received an incident report forwarded by the healthcare provider: description: per family and rt- not alarming will not alarm when needed to...per rt "will not alarm dc for a long time" caregiver attendant: yes when was the failure first detected?: during the active treatment patient outcome: no injury.

Event description:
On sep 10, 2024, breas received an incident report forwarded by the healthcare provider: description: per family and rt- not alarming. Will not alarm when needed to...per rt "will not alarm dc for a long time". Caregiver attendant: yes. When was the failure first detected?: during the active treatment. Patient outcome: no injury.

Manufacturer narrative:
Since it is was alleged that the device did not alarm, this could potentially be a reportable event. The device will be investigated.